Manufacturer narrative:
The reported event was advisory explant. The device was received no anomaly found on the header that is related to the field concern. After all electrical test performed including thermal and mechanical stress, the device exhibits normal device characteristics. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Device was explanted and replaced. The patient was stable.